Event description:
It was reported the set screws rotated in the polymer bond, thus twisting the brain lead. The boot had to be cut off to try and save the lead. The impedance was tested, and it was normal. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.